Manufacturer narrative:
Product complaint (B)(4). The following information was requested, but unavailable: could not provide additional information. The patient demographic info: age, weight, bmi at the time of index procedure date and name of index surgical procedure what tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Was there any precipitating stress factor for the sutures breakage? What was the appearance of the suture during the second procedure? If applicable, will product be returned, return date, tracking information did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Manufacturer narrative:
(B)(4). A used suture piece of product code w9962 was returned for evaluation. During the visual inspection of suture piece, body fluids could be observed, and degradation process due to exposure was observed. The ends were noted cut appears to be by surgical use. Coated vicryl rapide suture is indicated only for use in the superficial approximation of soft tissues on the skin and mucosa, where only require support wound short-term (7-10 days approximately). The breaking strength retention for coated vicryl rapide suture is 50 % in five days and 0 % in fourteen days. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample, the suture piece meets the specific characteristic, for the breaking strength retention, due to after the seven days implantation only 50% or less tensile force is present on the strand. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the patient demographic info: age, weight, bmi at the time of index procedure. Date and name of index surgical procedure. What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Was there any precipitating stress factor for the sutures breakage? What was the appearance of the suture during the second procedure? If applicable, will product be returned, return date, tracking information. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that a patient underwent a labour procedure and suture was used. It was reported that the incision split and the suture broke at the 7th day after labour. Revision surgery was performed and the incision was resewed. The patients condition then changed for the better. Additional information has been requested.